Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No non-conformances were found with the device during inspection of the product. As such, no device history records review, previous history record review, and complaint history record review are required for the investigation. On (B)(6) 2019, it was reported that when a graft was put onto a carrier and put through the meshgraft it sliced the skin into thin strips all the way down the graft. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on 13 september 2019 and it was noted that the device had signs of wear, but had no issues that would hinder functionality of the product. The mesher was noted to have produced a passing test mesh. At the time of the investigation, the device was to be retained. The device was tested and inspected. The technician was unable to reproduce the reported issue during inspection of the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under b)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the graft was placed on the carrier and ran through the mesh grafter and instead of the mesh pattern, the skin was sliced in thin strips all the way down the graft. There was patient harm and an additional graft had to be taken.